Event description:
A nurse reported that the vitrector was not cutting during a right eye vitreoretinal surgery. The user attempted to adjust the system parameters but the probe would not work. The probe was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested, however, no updates have been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).